Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A78079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), and complication of device insertion ("device was not placed on the left"). The patient was treated with surgery (robotic hysterectomy; right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, perineal pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, pelvic pain and perineal pain to be related to essure. The reporter commented: discrepancy in date of insertion previously reported was (B)(6) 2013, and now as per mr (B)(6) 2013. Discrepancy in date of removal previously reported was (B)(6) 2019, and now as per mr- (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. A78079), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain") and complication of device insertion ("device was not placed on the left"). The patient was treated with surgery (robotic hysterectomy; right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, perineal pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, pelvic pain and perineal pain to be related to essure. The reporter commented: discrepancy in date of insertion previously reported: was (B)(6) 2013. And now as per mr, (B)(6) 2013. Discrepancy in date of removal previously reported: was (B)(6) 2019. And now as per mr, (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical records received: new reporter information, lot no, and medical history was added. Events: pelvic pain, perineal pain. And only one essure inserted was added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.